Manufacturer narrative:
E1 - additional contact # - (B)(6). A picture showing a finger pointing to the outlet filter of the inline filter was returned. The complaint of taxol tubing¿s leak at the site of the filter could be confirmed based on the returned picture. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date and involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. The customer reported that the taxol tubing leak at the site of the filter. The customer further stated that the backside of the tubing, where there are two dots, leaked at one of the dot areas. The chemo came into contact with the patient and clothing was cleaned. No spill kit was reported to be used. The tubing was set up per protocol. The tubing was replaced in both situations. There was no blood loss or bleed back. There was no hole, cut, tears or any defect noted. There were no mating devices involved. There was patient involvement but no apparent harm; taxol did come into contact with one patient¿s clothing while they were holding their infant child. No contact to infant was noted.